Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, the broncho videoscope displayed a noisy image due to a damaged charge-coupled device unit. There was no patient involvement.

Event description:
It was observed that during the device evaluation, the bronchovideoscope displayed a noisy image due to a damaged charge-coupled device unit. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected data due to event was found on evaluation: b5, e1, e3. H3 based on the results of the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.